Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing identified leaking from all three port tubing welds. The reported condition was verified for the returned sample. The cause of the condition was determined to be insufficient sealing during manufacturing. This issue is being further investigated. A batch review was performed and it was found that one unit failed leak testing during manufacturing due to a damaged machine component. The component was replaced and all affected units were scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned 500ml exactamix eva tpn bag, the bag was found to be leaking from all three port tubing welds. No additional information is available.